Manufacturer narrative:
The device remains implanted and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device remains in service.

Event description:
It was reported that the patient exhibited ineffective therapy following an implant procedure. Reprogramming was attempted on three separate occasions without success. The physician then decided to perform a revision procedure wherein the lead was repositioned to better suit the patients pain needs. During the revision the physician confirmed that the lead was in the correct location and the patient wanted it moved because the patient thought it would provide better therapy. Following the revision, the patient reported excruciating pain and an struggled to move either side of his body. The patient was administered multiple pain medications to assist in his pain management and sent home. Upon returning home the patient reported that the recovery from the revision surgery was much longer than the recovery from the original implant procedure. The pain worsened and resulted in physical limitations restricting him from day to day activities such as performing personal hygiene, eating, grooming or tasks that involved arm movement without pain. The patient also required assistance getting in and out of bed. The patient reported that his pain did not subside until approximately one month after the revision procedure, however he has not been able to reach full capacity.